Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30x2.75mm target lesion was located in the severely calcified right coronary artery (rca). However, upon the third inflation, the balloon ruptured at 18 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. There was contrast in the shaft and the balloon. There was a kink in the distal shaft 20 cm from the tip of the device. The balloon was loosely folded. Functional testing consisted of attaching a water filled inflation device to the hub of the returned device. Water was found to be streaming from the balloon. Microscopic inspection of the balloon revealed a longitudinal burst 9mm long in the balloon material. Microscopic inspection of the markerbands, tip and proximal weld found no irregularities or defects. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30x2.75mm target lesion was located in the severely calcified right coronary artery (rca). However, upon the third inflation, the balloon ruptured at 18 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.